Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the cannulated stardrive screwdriver broke during surgery. The surgery was successfully completed without any harm to patient. There was a surgical delay of thirty seconds. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the cannulated stardrive screwdriver shaft, t8, quick coupling is an instrument routinely used in the 2.4mm and 3.0mm headless compression screws system (technique guide j6512-d). The driver was returned and reported to have broken during surgery. This condition is confirmed; the driver was received with a missing tip leaving a homogenous diagonal fracture surface beginning 4mm from the distal end of the unbroken device. The balance of the device is in good condition and shows only mild wear. The broken tip was not returned. It is likely that an excessive amount of torque was applied to the driver resulting in the breakage. Drawing number (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that an excessive amount of torque was applied to the device which led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.